Event description:
A 10 cc syringe used to inflate balloon-inflation pressure unknown. At conclusion of case, following removal of csi, pt's pressure dropped-perflex stent ruptured through vessel-surgical intervention required.